Event description:
Received notice from FDA regarding an incident. Event description is as follows: volun (B)(4)2013: "IV tubing was found to be in two sections at the stopcock junction. This is normally a permanently attached tubing to stopcock junction. When noted, patient was laying on tubing. The tubing was separated from the stopcock. The IV was open to air. It appeared that tubing had pulled apart from stopcock. Patient developed phlebitis on arm extending from the site of the IV insertion to axilla. Required IV antibiotic therapy for 6 doses and extended length of stay in acute care for 2 days to received therapy and monitor response. Patient discharged home on oral antibiotics for additional 5 days of therapy. Tubing was opened and began using on day of surgery."

Manufacturer narrative:
A voluntary report was received via the us mail. The cover page for the reported stated: the attached report, (B)(4), was received through FDA's medwatch program. We are forwarding it to you for review since you might be unaware of this event. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.